Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient could not wear the lifevest due to reoccurring mycosis and a bruise on his ribs from when he fell down. The patient's doctor prescribed an ointment for the mycosis. During a follow up, the patient reported that the mycosis has improved and that he is wearing the lifevest again.